Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 7 years. The patient¿s pump was not explanted and an autopsy was not performed. The implant center was not able to obtain any system controller log files or any of the patient¿s equipment from the outside facility. A direct relationship between the device and the reported event could not be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient told his wife he was short of breath. When the ems arrived, the patient was unresponsive. The patient was transported to an outside hospital's ER. The patient's pupils were fixed and dilated, and was pronounced dead.